Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed on the same day. Target lesion #1 was located in the distal left circumflex artery (lcx) with 90% stenosis and was 10mm long with a reference vessel diameter of 3mm. The lesion was treated with direct placement of a 3.00x20mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient was hospitalized with the diagnosis of angina. The patient underwent cardiac catheterization in response to the event.